Event description:
It was reported during a laparoscopic cholecystectomy the "o" ring fell into the pt's abdomen. It was retreived with graspers. Pictures are being returned with the product. There was no consequence to the pt.